Event description:
Received info the pt was not able to adjust stimulation with the pt programmer. The status lights were reviewed and the pt had reached the upper limit. Pt was instructed to contact her physician. Additional info from the hcp stated the system was non-functioning and was removed on (B)(6) 2009. No further info was provided.

Manufacturer narrative:
(B)(4).